Event description:
Pt was in the process of getting a wayne pneumothorax pigtail chest tube placed, the needle was in the chest wall, the md fed the wire in and met resistance so was told to pull the wire out. Md was then unable to remove the wire from the needle and had to remove the entire needle. After attempting to get the wire and needle apart for a few minutes, the md team requested a new wayne pneumothorax tray as the wire was completely stuck in the needle and beginning to uncoil. Product was: wayne pneumothorax tray 14fr/29cm expiration date 11-24-2027 lot #: 16970239.